Event description:
It was reported that the patient visited their physician because they were leaking urine. The patient reported an unspecified malfunction with their existing aus. The patient underwent an artificial urinary sphincter (aus) replacement surgery six weeks after visiting their physician. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, a pump, and a balloon. There were no patient complications during the procedure, and the device functioned as intended. The explanted aus is not expected to be returned.